Event description:
New information received notes that the battery longevity estimation was due to excessive telemetry that occurred during the in-clinic encounter. The longevity estimate returned to normal during subsequent in-clinic follow up. There were no consequences to the patient.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) incorrectly measured the longevity of its' battery. There were no consequences to the patient. Further information was not provided.